Event description:
The customer reported via phone call that the infusion set and reservoir had a presence of air bubbles. The customer's blood glucose was 270 mg/dl. The customer stated that she had been having trouble with getting the bubbles out of her reservoir. She was advised that she did not have to get every single bubble out. She was advised that small champagne-sized bubbles were okay and was advised to purge large air bubbles. She stated that she already resolved the issue by the end of the phone call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.